Manufacturer narrative:
A ge service rep performed an onsite investigation. The power plug at the end of the cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's power plug needed to be replaced as there was a loose ground connection. No pt injury was reported.